Event description:
Size 15mm revision reamer for mbt revision tray got stuck and could not get reamer out without performing an osteotomy. This cause a surgical delay of 35 minutes. Also, the connection of reamers to t-handle and adapter were stripped out and don't handle torque forces very well.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted instrument confirmed deformation and wear that prohibits the instrument from functioning properly. The instrument has been subjected to heavy usage over time and has worn out. The root cause is attributed to poor instrument set maintenance. Based on this investigation's determination of product wear out over time as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.